Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the returned guidewire showed many kinks along its body. The guidewire returned separated and only the proximal section was received; the distal section was not returned. The surface of the device was carefully inspected and no abnormalities were observed, it was smooth and uniform. Microscope inspection revealed that the returned guidewire was inspected and the end where the guidewire got separated showed signs indicating that the separation was possibly caused by rotational bending. Dimensional inspection revealed that the overall dimension (od) of the distal tip, middle section and proximal section matches with specification while the overall length failed due to guidewire separation. The guidewire length was measured and it was approximately 48.5 cm from the proximal end.

Event description:
Reportable based on device analysis completed on (B)(4) 2020. It was reported that the rotawire was kinked. The 80% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use in percutaneous coronary intervention. During the procedure, it was noted that the wire was kinked. The device was simply removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable post procedure. However, device analysis revealed that the guidewire was separated.